Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported single leaflet device attachment (slda) resulting in tricuspid valve regurgitation appears to be related to difficulty imaging and pre-existing patient anatomy (dilated valve and possible side bite of leaflet). Dyspnea is a cascading effect of the recurrent tr. Tricuspid valve regurgitation and dyspnea are listed in the instructions for use as a known possible complication associated with the triclip procedures. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
N/a.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4 functional tricuspid regurgitation (tr), dilated valve and possible side bite of leaflet for a triclip procedure. Triclip was prepared and deployed as there was reduction in tricuspid regurgitation (tr) after performing leaflet insertion assessment. All the steps were followed as per IFU. The patient was stable following the procedure. Per the physician, the slda was due to the pre-existing patient anatomy of side bite of leaflet. The final tr was 2. There were no adverse patient effects or clinically significant delays reported. On (B)(6) 2025, it was reported that a single leaflet device attachment (slda) occurred and the clip was no longer attached to septal leaflet. Tr was grade 4 after slda.